Event description:
A healthcare facility reported a patient/customer received a reading of 195 mg/dl at 5:00 pm on (B)(6) 2012 on his adc blood glucose meter and self-administered 9 units of insulin in response to the reading. One hour later the customer experienced "restlessness, weakness, had no hand grip, lost consciousness, collapsed and went into a coma". Paramedics were called and transported the customer to a local healthcare facility, where a reading of 30 mg/dl was received on the hospital's unknown brand of meter. Customer was diagnosed with hypoglycemia and was treated with "an injection to elevate blood glucose level". Customer was also treated by his wife with "cola". Customer was then admitted to the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. No information regarding the customer's weight was provided. The customer's date of birth was reported to be: (B)(6) 1899. (B)(4).

Manufacturer narrative:
Additional method evaluation: the reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. In addition, due to reported test strips not being returned retain testing was requested. Retained test strip samples from the same lot reported by the customer (45001h212) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. (B)(4).